Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 566 mg/dl. The customer was wearing the insulin pump at the time of the event and had been treating with only the insulin pump prior to admission. She was treated with boluses because the IV could not get into her. The customer reported that the cannula had been bent. The customer was advised on insertion to avoid bent cannulas. The insulin pump was not replaced or returned for analysis.